Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device product code ¿ ni. Expiration date ¿ ni. Implant date - ni. Manufacture date ¿ ni. This report is number 2 of 3 mdrs for the same patient (reference 0001825034-2017-00916/0001825034-2017-00909/01276).

Event description:
During removal of a proximal tibial plate, the screwdriver fractured off into the head of a screw and the locking screw heads were also noted to be stripped and cold welded to the plate. Two competitor screw removal kits were also attempted for use unsuccessfully. This caused a 150 minute delay in the procedure, before the attempted removal was abandoned and the products were left implanted in the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Without the opportunity to examine the complaint product, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.